Event description:
Customer reports the advantage system produced a result of 621 mg/dl which is outside the meter reading range of 10-600 mg/dl (result not stored in meter memory). No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.